Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: gravida ii and parity 2. No relevant past medical-surgical background. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fallopian tube spasm ("right essure insertion with great difficulty, due to tubal spasms") and complication of device insertion ("right essure insertion with great difficulty, due to tubal spasms"). On (B)(6) 2019, the patient experienced allergy to metals ("hypersensitivity to nickel"). On (B)(6) 2019, the patient experienced abdominal pain lower ("hypogastric pain") and epigastric discomfort ("feeling of heaviness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), metal poisoning ("metallosis"), fatigue ("extreme fatigue / tiredness"), pain in extremity ("arm and leg pain"), vertigo ("vertigo"), dizziness ("dizziness"), tinnitus ("ringing in the ears / tinnitus"), dyspnoea exertional ("shortness of breath when climbing stairs / dyspnoea"), self esteem decreased ("low self-esteem"), toothache ("toothaches"), asthenia ("asthenia"), headache ("headaches") and rash papular ("gets erythematous micro-papular lesions of the eczematous kind when wearing a metal watch"). The patient was treated with surgery (bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, metal poisoning, fatigue, pain in extremity, vertigo, dizziness, tinnitus, dyspnoea exertional, self esteem decreased, toothache, asthenia, headache, rash papular, allergy to metals, abdominal pain lower, epigastric discomfort, fallopian tube spasm and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, asthenia, complication of device insertion, dizziness, dyspnoea exertional, epigastric discomfort, fallopian tube spasm, fatigue, headache, metal poisoning, pain in extremity, pelvic pain, rash papular, self esteem decreased, swelling, tinnitus, toothache and vertigo to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on (B)(6) 2019, positive to metals. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. No relevant past medical-surgical background. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fallopian tube spasm ("right essure insertion with great difficulty due to tubal spasms") and complication of device insertion ("right essure insertion with great difficulty due to tubal spasms"). On (B)(6) 2019, the patient experienced allergy to metals ("hypersensitivity to nickel"). On (B)(6) 2019, the patient experienced abdominal pain lower ("hypogastric pain") and epigastric discomfort ("feeling of heaviness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), metal poisoning ("metallosis"), fatigue ("extreme fatigue / tiredness"), pain in extremity ("arm and leg pain"), vertigo ("vertigo"), dizziness ("dizziness"), tinnitus ("ringing in the ears / tinnitus"), dyspnoea exertional ("shortness of breath when climbing stairs / dyspnoea"), self esteem decreased ("low self-esteem"), toothache ("toothaches"), asthenia ("asthenia"), headache ("headaches") and rash papular ("gets erythematous micro-papular lesions of the eczematous kind when wearing a metal watch"). The patient was treated with surgery (bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, metal poisoning, fatigue, pain in extremity, vertigo, dizziness, tinnitus, dyspnoea exertional, self esteem decreased, toothache, asthenia, headache, rash papular, allergy to metals, abdominal pain lower, epigastric discomfort, fallopian tube spasm and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, asthenia, complication of device insertion, dizziness, dyspnoea exertional, epigastric discomfort, fallopian tube spasm, fatigue, headache, metal poisoning, pain in extremity, pelvic pain, rash papular, self esteem decreased, swelling, tinnitus, toothache and vertigo to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test on (B)(6) 2019: positive to metals. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 34 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device insertion ("right essure insertion with great difficulty due to tubal spasms" on (B)(6) 2012). The patient had a medical history of kyphoscoliosis, pollen allergy, bartholinitis, dermatitis, lumbar pain, cervical pain, smoker, parity 2 and gravida ii. No relevant past medical-surgical background. Previously administered products included: valium. Concurrent conditions were listed as migraine, vertigo and chest tightness. The only concomitant product mentioned was salbutamol. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced fallopian tube spasm ("right essure insertion with great difficulty due to tubal spasms"). On (B)(6) 2019 she experienced allergy to metals ("hypersensitivity to nickel"). On (B)(6) 2019 she experienced abdominal pain lower ("hypogastric pain") and epigastric discomfort ("feeling of heaviness"). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), swelling ("swelling"), metal poisoning ("metallosis"), fatigue ("extreme fatigue / tiredness"), pain in extremity ("arm and leg pain"), vertigo ("vertigo"), dizziness ("dizziness"), tinnitus ("ringing in the ears / tinnitus"), dyspnoea exertional ("shortness of breath when climbing stairs / dyspnoea"), self esteem decreased ("low self-esteem"), toothache ("toothaches"), asthenia ("asthenia"), headache ("headaches"), rash papular ("gets erythematous micro-papular lesions of the eczematous kind when wearing a metal watch") and arthralgia ("joint pain elbows & legs"). The patient was treated with ibuprofen and budesonide as well as surgery (bilateral salpingectomy with removal of essure). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, allergy to metals, arthralgia, asthenia, dizziness, dyspnoea exertional, epigastric discomfort, fallopian tube spasm, fatigue, headache, metal poisoning, pain in extremity, pelvic pain, rash papular, self esteem decreased, swelling, tinnitus, toothache and vertigo to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2021: variant of vascular normality is observed that consists of a right aortic arch with an apparently independent outlet of the right subclavian artery, right carotid artery, left carotid artery and left subclavian artery, the latter being aberrant, located behind the esophagus. [Hysterosalpingogram] on (B)(6) 2013: uterus of normal size and morphology, without filling defects, in anteversion. Normal cervix. Essure devices positioned in tubes. No evidence of contrast passing through them.; on (B)(6) 2013: both essures devices were well positioned in the tubes. [X-ray] on (B)(6) 2019: no elements suggestive of a pelvic contraceptive device are observed. Bone parts without alterations.; (date unknown): is confirmed that the no remains of essure were left. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 18-nov-2022: plaintiff fact sheet & medical record received. Event joint pain was added. Lab data added. Concomitant drugs added. Medical history, historical drugs , concomitant conditions were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device insertion "right essure insertion with great difficulty due to tubal spasms" on (B)(6) 2012. The patient's medical history included gravida ii, parity 2, smoker, cervical pain, lumbar pain, dermatitis, bartholinitis, pollen allergy and kyphoscoliosis. No relevant past medical-surgical background. Previously administered products included for an unreported indication: valium. Concurrent conditions included chest tightness, vertigo and migraine. Concomitant products included salbutamol. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fallopian tube spasm ("right essure insertion with great difficulty due to tubal spasms"). On (B)(6) 2019, the patient experienced allergy to metals ("hypersensitivity to nickel"). On (B)(6) 2019, the patient experienced abdominal pain lower ("hypogastric pain") and epigastric discomfort ("feeling of heaviness"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), swelling ("swelling"), metal poisoning ("metallosis"), fatigue ("extreme fatigue / tiredness"), pain in extremity ("arm and leg pain"), vertigo ("vertigo"), dizziness ("dizziness"), tinnitus ("ringing in the ears / tinnitus"), dyspnoea exertional ("shortness of breath when climbing stairs / dyspnoea"), self esteem decreased ("low self-esteem"), toothache ("toothaches"), asthenia ("asthenia"), headache ("headaches"), rash papular ("gets erythematous micro-papular lesions of the eczematous kind when wearing a metal watch") and arthralgia ("joint pain elbows & legs"). The patient was treated with budesonide, ibuprofen and surgery (bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, metal poisoning, fatigue, pain in extremity, vertigo, dizziness, tinnitus, dyspnoea exertional, self esteem decreased, toothache, asthenia, headache, rash papular, allergy to metals, abdominal pain lower, epigastric discomfort, fallopian tube spasm and arthralgia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, arthralgia, asthenia, dizziness, dyspnoea exertional, epigastric discomfort, fallopian tube spasm, fatigue, headache, metal poisoning, pain in extremity, pelvic pain, rash papular, self esteem decreased, swelling, tinnitus, toothache and vertigo to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2021: variant of vascular normality is observed that consists of a right aortic arch with an apparently independent outlet of the right subclavian artery, right carotid artery, left carotid artery and left subclavian artery, the latter being aberrant, located behind the esophagus.. Hysterosalpingogram - on (B)(6) 2013: uterus of normal size and morphology, without filling defects, in anteversion. Normal cervix. Essure devices positioned in tubes. No evidence of contrast passing through them.; on (B)(6) 2013: both essures devices were well positioned in the tubes.. X-ray - on an unknown date: is confirmed that the no remains of essure were left; on (B)(6) 2019: no elements suggestive of a pelvic contraceptive device are observed. Bone parts without alterations.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-dec-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.